Manufacturer narrative:
An investigation of the device itself cannot be carried out as the device was not returned to karl storz. Two similar incidents were reported to karl storz since jan-2019. A review of the device lot history is not possible as the lot was not received so far. The risk is covered in the related risk file of the device. The review of the risk assessment revealed that the overall occurence level is still within the anticipated occurence level and therefore acceptable. Due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided to us for investigation in the future, an update of this report will be provided unsolicited. The review of comparable complaints revealed that in this cases there is a user error due to overloading of the article. According to IFU 97000001_v 3.1 - 04/2018, the article may only be used for a short time with a peak voltage of max. 950 vp. If this usage time is exceeded, this error pattern can occur. Early stress without voltage can also lead to breakage of the loop. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction to section b3 and b5 to reflect the correct event date and to provide additional information about the event itself. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
There was no death serious injury or any adverse impact to the patient or third. The procedure was prolonged for an unknown amount of time. No parts fell in situ , and no additional medical intervention was necessary. Remaining information stays as it was in the initial report.

Manufacturer narrative:
The affected device was disposed and not returned for investigation by the manufacturer. The event is filed under internal karl storz complaint ID: (B)(4). This event is realted to (B)(4).

Event description:
It was reported that two supra-loops snapped, both during a single case within the last few months. In this most recent case, we were able to confirm at laparotomy that the uterine manipulator had been sufficiently withdrawn and so wasn't the reason for the incident. In the case mentioned where the supra loop snapped, the uterine manipulator had been withdrawn but the loop snapped shortly into use and the second one was attempted but again snapped so I suspected a faulty batch and did not persist any further. If memory serves me correctly, I completed the procedure with the enseal device.